Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no unexpected restart and signal too low alarm noted. Unit had corrupted history file alarm in alarm history file. Corrupted history file alarms due to corrupted history files. Pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm during normal use. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Product is expected to return.